Manufacturer narrative:
An RMA was not issued for return as the customer reported that the instrument was disposed; therefore, failure analysis cannot be performed. The logs show for product number: 480460-09, lot number: l87230615-0473, was installed on the system three times and fired three reloads (2 blue, followed by 1 white). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the msc logs.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy, the patient experienced a staple line bleed. The surgeon stated their technique for the procedure has not changed. The surgeon said they perform an intracorporeal anastomosis using the sureform 60 stapler instrument. Then, two sureform 60 blue reloads are used to divide the bowel. A sureform 60 white reload is used for the side-to-side anastomosis. After the completion of the fire, the staple line is confirmed to be in good condition. The surgeon checks the entire abdomen for any bleeding; the patient is then closed, and the procedure was completed. Post-op day 1, the patient developed a major bleed; the patient's hemoglobin had dropped from 15 g/dl to 7g/dl and was experiencing bloody stools. The surgeon believed this was a result of a staple line leak from the side-to-side anastomosis. The patient was given a blood transfusion, requiring additional hospitalization for observation. The patient was later discharged home.